Event description:
In 11/85 rptr underwent surgery. In 11/87 rptr underwent surgery to have them removed. In 11/89, rptr again had surgery to have more plates put in her back. At that time only one plate was placed on the right side with screws to stabilize. The screw is now broken in half and the fusion has a crack. Rptr is waiting to have another surgery to try and create a new fusion. Rptr experiences a high amount of pain and is unable to function at any project for any length of time. Rptr also has been told he does not respond to pain medication and is not taking anything at this time.